Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6, -8.0 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. It was reported that limbal relaxing incisions (lris) were made to reduce astigmatism but it did not reduce the expected amount. On (B)(6) 2022 the lens was exchanged for a toric lens to address the astigmatism (high cylinder power) and the problem resolved. In the reporters opinion the cause of this event was user error, product did not fail to perform as intended.

Manufacturer narrative:
Additional information: h6: device code 1494- off label use- patient acd<3.00mm. Claim# (B)(4).